Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly; however after replacing the assembly, the device is unable to complete a boot cycle. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly; however after replacing the assembly, when the device powered up, all buttons were unresponsive except the power button. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control further evaluated the customer¿s device and replaced the system pcb/interface pcb flex cable and reconnected the wire from the transfer relay assembly to the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The system pcb assembly which was replaced during the initial evaluation of the customer's device was further evaluated by physio; however no failure was observed. Physio further evaluated the removed system pcb/interface pcb flex cable, it was observed that the component was physically damaged during the repair of the device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to detect the connection of a simulated patient load through the defibrillation therapy cable assembly. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly; however after replacing the assembly, the device is unable to complete a boot cycle. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to detect the connection of a simulated patient load through the defibrillation therapy cable assembly. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.